Event description:
The customer contacted stryker to report that their device had unexpectedly lost power.  In this state the device may not be able to deliver defibrillation therapy, if needed.there was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to verify and duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The technician observed that the patient archives showed the "replace battery" warning multiple times and that the battery was not replaced during 7 additional uses of the device. Although no power issue was verified or duplicated, continued use of the device with a depleted battery can contribute to a loss of power event.